Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient went to the emergency room following a syncopal event. The patient's device was interrogated and no episodes were seen in the last 72 hours. The only thing noted, was some slight noise on the right atrial (ra) lead. The reasoning for the syncopal event is unknown. The device remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
The patient passed away due to unspecified causes two years after the initial observations were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.